Event description:
It was reported that the patient experienced a loss of therapy and could only feel stimulation on c0 contact, but no stimulation when programmed to any other contacts. Diagnostic testing at 3.0v showed some of the other contacts had impedances greater than 4000 ohms. There were no falls or trauma associated with the loss of therapy or impedance issues and the patient's symptoms were reported to have returned over the last few months. It was also indicated that the clinician could not "see anything wrong on x-ray." The lead "appeared" compromised, but the reason was unclear. Additional information received indicated that there was no "obvious" fracture or separation of the lead and header seen on x-ray. On (B)(6) 2012, the patient's lead was disconnected and then reconnected to the header and "there was no impedance." Post operatively, the patient felt stimulation on every electrode at a low amplitude.

Manufacturer narrative:
Product ID 3093-28, lot# v979673, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).